Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 600 mg/dl. Customer¿s current blood glucose level was 200 mg/dl. Customer was treated with manual injection. Customer stated that declined to check air bubble or leak. Customer stated that the insulin pump failed high pressure test. Customer was alleging insulin pump for under delivering because customer stated that the insulin pump was not delivering insulin. The insulin pump will be return for analysis.